Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product examination/visual inspection: on 7/29/2016, the repair technician noted the customer returned an autoclave case, ratchet handle, and cutter, s/n (B)(4). Also, the repair technician noted the previous repair was on 10/16/2013, the comb was bent, and the cutter was not able to be placed in unit. The pretest could not be done. The handle found to operate and ratchet ok. The customers cutter sent in was previously tested 16/10/2013 was found to fail zimmer biomet mesh test criteria. Function tests: on 7/27/2016, the repair technician tested the customer¿s 1.5:1 cutter s/n (B)(4) and found not to meet zimmer biomet mesh test criteria and recommend the cutter not be used and new cutter quoted again. Cutter was again tested and cutter memo attached. The device was repaired by replacing the belleville washers, comb, and shoulder bolts. The device was calibrated per zpo. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was shredding skin. Additional information received on aug 8, 2016 stated that the event occurred during surgery; when placing plastic board through with skin on it, the device was "munching up the skin" and destroying the graph. There was patient harm and impact/damage to graft harvest reported; the mesher had destroyed one and a half harvests. Two additional graft harvests were required to complete the procedure. The surgery was completed with a delay of 16-30 minutes to the surgery.

Manufacturer narrative:
This complaint was processed under (B)(4). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was november 26, 2013 where it was reported that the screw was missing from the ratchet handle and will not ratchet mesh through and the ratchet set screw and comb were replaced. This is not a related issue. The skin graft mesher was manufactured on october 6, 2011, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event was non-verifiable since it is unclear whether the cutter that was returned for evaluation was the cutter that was being used during the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the customer was continuing to use a cutter that was deemed not acceptable for use. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the skin graft mesher was repaired, tested and returned to the customer.